Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "lines across display." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "lines across display" was confirmed during product evaluation. The root cause was assigned to lines on the main display. The main display was replaced in order to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. This device is a colleague pump with a user interface module software version of 5.09.92 should additional information be received, a follow-up medwatch will be submitted.